Event description:
It was reported that the mdu hand control powermax shaver overheated during a orthopedic procedure. No delay was reported, and the procedure was completed using a backup device. No injury or complications were reported.

Manufacturer narrative:
A visual inspection of the exterior of the device was performed and no damage was observed. Complaint of overheating was confirmed. Mdu failed for motor stall error and then overheated. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events. A review of the device history record was performed which confirmed no inconsistencies.